Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: pt safety issues directly related to the covidien device that one of our general surgeons has had with spacemaker dissection balloon by covidien (omspdbs2). We have had a couple of these devices where the balloon would not open and another of these that left a sheath of plastic from the device in a pts which was immediately discovered and removed at the time of discovery. Both issues are of concern, but particularly this second issue has some serious pt safety implications and we would like a representative to come in to talk about the device and the issues that we have experienced with our operating room staff and the surgeon. It sounds like multiple complaints (on different procedures) have occurred and thrown into this general complaint. Can you please determine how many individual incidents the account is referring to, and file an ftr to our qa department for each. I will consider this (B)(4) for one of them. Can you report the lot number of this ftr as well as the others to be filed? Was the operating room time extended beyond 30 minutes? What procedures were performed?